Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
On (B)(6) 2010, the device was implanted as part of an occiput-t5 posterior spinal procedure in a patient with multiple sclerosis. The reporter stated that x-rays and MRI images showed that the right set screw that connected the occipital plate with the rod had backed out of the occipital plate. On (B)(6) 2010, the plate was removed in a second spinal surgery procedure. The set screw on the left side of the plate was difficult to remove. Multiple screwdrivers failed to remove the screw; subsequently the surgeon elected to take out the entire transition rod which entailed extending the surgical incision. Surgery time was extended. A new occipital plate was placed using new screw holes, as the rescue screws that had been placed into the previously drilled holes failed to secure the plate. No complaint samples are available for evaluation, they have been retained by the hospital.